Event description:
It was reported that when the field representative was checking the cardiac resynchronization therapy defibrillator (crt-d), she saw a recent shock lead impedance (sli) measurement jump to greater than 125 ohms. The sli of the right ventricular (rv) lead, that day, was 85-90 ohms. Before the sli jump, the daily shock impedances were 75-80 ohms. The patient was going to be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.